Event description:
I used fixodent from approximately 1998 until 2009. While using fixodent my finger tips and toes began to turn black and tingled and numbness. In 2005, I was diagnosed with neuropathy. Blood tests at that time showed that I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent, and requires continued medical care, medication and treatment. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 1998 - 2009. Diagnosed: denture adhesive cream. Event abated after use stopped: no.